Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of pump thrombosis. The report of suspected outflow graft thrombus could not be confirmed as the outflow graft was not returned for evaluation. A direct relationship between the device and the reported aortic insufficiency could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing, and the distal segment measuring approximately 31 inches was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and outflow graft bend relief were not returned. The bend relief collar was not returned. The outflow elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The thrombus showed signs of denaturation suggesting that the thrombus was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not initially form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, the observed thrombus and concentric contact marks on the rotor suggest that the observed thrombus was present during patient support and would have contributed to the reported elevated lactate dehydrogenase (ldh) and plasma free hemoglobin. The observed thrombus may have contributed to the reported low flow alarms; however, the inflow cannula was not returned for evaluation and no images were provided. The suspected inflow malpositioning, initially captured under MFR # 2916596-2020-02851, could not be confirmed through this evaluation. Upon removal of the observed thrombus, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Incidental findings: the evaluation of heartmate ii lvas, serial number (B)(6), revealed breaches in the insulation of the red and brown wires, as well as superficial damage to the outer silicone jacket of the driveline. Evaluation of (B)(6) also revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces that appeared brittle. Additionally, corrosion was noted on the motor capsule surrounding the pins for two motor phases. A specific cause for these findings could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. Shop order showed that (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder. The heartmate ii lvas IFU is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including low flow hazard, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate 2 exchange on (B)(6) 2021 due to low flow alarms and suspected thrombus in the pump rotor and outflow graft. The patient was on epc controller prior to exchange surgery. On (B)(6) 2021, it was reported that the patient had an elevate lactate dehydrogenase (1323) and plasma-free hemoglobin (235.5). A ramp echocardiogram also revealed aortic insufficiency. Flow and powers were shown to be elevated from the previously observed baseline. The patient was also noted to be suffering from acute decompensated heart failure. The patient's low flows were noted to have resolved following pump exchange.